Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I prolactin results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) =36.72 ng/ml/repeated at arup=12.5 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot 28361ud00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. In-house testing was performed with a retained kit of lot 28361ud00, which mimic patient samples, and all specifications were met and found that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the prolactin results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot 28361ud00.